Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-feb-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported during use of the cortrak device the tube was placed in the patient's lungs and the patient developed a pneumothorax. The user had an issue with the machine in that they had a delayed response in seeing a visual on the screen, "actually got to 45 without seeing any ¿ green line or the ball and then just had one drop like one dot of the" screen and "this resulted in a pneumothorax." Additional information received 11-feb-2021 stated the nasogastric tube right lung placement occurred at 10:30am and was confirmed via x-ray. The patient was intubated. A chest tube was placed at 11:11am due to the pneumothorax. The patient remains on the ventilator in the ICU.

Manufacturer narrative:
The device history record for the reported lot number, 1703009, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The monitor unit, receiver unit, and stylet were not returned, however, tracings of sample were provided and were reviewed. After reviewing several of the attached corview video tracings, including the one at 10:33am (which is the one in which the lung placement occurred according to this complaint description) it was concluded that a right lung placement occurred at about 32 seconds into the video and said lung placement was clearly indicated on the screen. Combining the information in the videos with the statement from the customer in the complaint description ( "we are not going to send the machine in as we have used it multiple times since and have not had any issues. Thanks so much.") About how the unit seems to be working fine and they do not want to send it back, the root cause was determined to be user error. All information reasonably known as of 07-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: h6. All information reasonably known as of 10 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.